Event description:
Information was received that this smiths medical cadd solis hpca pump failed volumetric accuracy testing. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Unable to download event log. During the evaluation of the device the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.